Manufacturer narrative:
Intuitive surgical, inc. (Isi)received the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Visual inspection showed no damage to the grip and pitch cables.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a frayed cable. There was no report of patient involvement.